Manufacturer narrative:
2 of 4 pouches of novosyn are broken in the knee prosthesis and are absorbed in two months. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 6.63 kgf in average and 6.61 kgf in minimum (ep requirements: 5.18 kgf in average and 2.59 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Degradation test results conducted on the sample received fulfil b. Braun surgical requirements. In the degradation test, threads are introduced in a 0.9% nacl solution at 37ºc for 14 days. After this period the knot pull tensile strength of the thread is tested. The results for the sample received is 4.54 kgf in average and 4.45 kgf in minimum. B. Braun surgical requirement is 2.69 kgf in minimum. Degradation test results conducted on samples before releasing the product were 4.69 kgf in average and 4.55 kgf in minimum and fulfilled bbs requirement. Please note than in the "mode of action" paragraph in the instructions for use of the product it is informed that: (...) About 75% of the original tensile strength remains after 14 days of implantation, about 40-50% after 21 days and about 25% after 28 days. The complete mass absorption of novosyn takes place at 56-70 days, when the tissue is normally perfused. Taking this into consideration, we consider that the absorption of the thread in two months is totally correct and normal. If longer tensile strength retentions are needed we propose to use other suture such as monoplus (50% at 35 days) and monomax (60% at 84 days). Although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 patient information: unknown date of event: unknown when additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "that two of the four novosyn pouches has broken and absorbed within two months after being used on a knee prosthesis." Additional patient outcome and medical intervention information has been requested. When the additional information is received a follow up report will be submitted. All med watch submissions related to this patient are: 3003639970-2018-00808 ; 3003639970-2018-00809 (this report) broken sutures.